Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the reporter indicated the patient issues have not resolved but will resolve with healing.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient that stated at their one day post operative visit their vision was worse than before surgery and very blurry. The uncorrected visual acuity measurement was variable due to accommodative spasms. The optometrist reviewed healing and drops with the patient. At a follow up visit the patient stated the vision had improved but experienced migraines every day since treatment and difficulty sleeping due to poor vision. The patient was informed to return in three to four weeks for follow up. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).